Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge. In addition, it was reported that the pump touch screen was frozen on the home screen, and the pump unexpectedly shutdown. The customer's blood glucose range from 95-100 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.